Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd integra" 3 ml syringe with detachable needle was leaking around the hub. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: DHR review for batch 4296692 (p/n 305271): manufacturing dates: 10/30/2014 to 11/01/2014. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4296692 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one loose 3ml assembled syringe was received by bd (B)(4) and reported to be from batch # 4296692 (p/n 305271). The sample was visually evaluated. The syringe was activated with stopper bottomed out and plunger fully depressed. The syringe was found to have no visual defects. No signs of leakage were observed. Conclusion: bd (B)(4) was not able to duplicate or confirm the customer's indicated failure. The root cause is undetermined.